Event description:
It was reported that after a da vinci s hysterectomy surgical procedure, while the monopolar curved scissors (mcs) instrument was in central processing, one of the blades was found to be broken off and missing. One of the scrub techs stated they saw the blade fall off during the procedure, however, the tech did not provide the info to the surgeon during the case because they thought the fragment was only charred tissue. The account stated that excessive charring occurred during the procedure and that the mcs instrument was used only for cauterization and not for the scissor function. In 2008, the surgeon confirmed via x-ray that the mcs tip is inside of the pt. The surgeon has discussed the event with the pt and at this time no arrangements have been made to remove the mcs tip.

Manufacturer narrative:
The instrument was retuned and evaluated. Per the customer reported complaint, engineering found one scissor blade is broken off at the cross section of the grip cable crimp. The broken blade was not returned. The cable crimp has slipped out of the crimp pocket due to the breakage. The grip cable is frayed and the crimp is scratched, however, this likely happened after the blade broke and the cable crimp moved across the sharp fractured edges. Site previously reported a broken scissor blade complaint leaving engineering to conclude that based on the similarity, which indicates possible corrosion, the corrosive cracking was likely to have caused the blade failure.